Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of hospitalization for high blood glucose of 636 mg/dl. Troubleshooting found that the customer went through 5 infusion sets and was unable to treat their high blood glucose. Customer declined troubleshooting.